Event description:
It was reported that the user, who participated in the ilet experience survey experienced recurrent severe high blood glucose events while using ilet with dexcom g7 continuous glucose monitor (cgm), citing cgm signal loss to the ilet and connection issues as the reason, including one event following a larger-than-usual dinner with a peak around 320 mg/dl; the user later declared another meal and glucose returned toward range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included insufficient information regarding impact. Investigation of this case revealed no findings available, with insufficient information to characterize a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.